Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the activated clotting level's were 354, 348s. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve was successfully implanted. Post procedure, echocardiogram (EKG) showed sinus rhythm with new left bundle branch block (lbbb) and left axis deviation. 1.5hrs after the implant, patient reported dull, non-radiating chest pain and treated with 1000mg acetaminophen. On (B)(6) 2026, the patient denied pain. The EKG showed lbbb with no left axis deviation. There was increase in troponin was noted. The physician mentioned the increase in troponin was normal after tavr. On week post procedure, the patient reported lightheadedness.

Event description:
Clinical information: (B)(4) envision ide study, patient site ID: (B)(6).it was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a small flexnav delivery system. During procedure, the activated clotting level's were 354, 348s. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The valve was successfully implanted. The final implant depth at non-coronary cusp (ncc) was 3.8mm. Post procedure, echocardiogram (EKG) showed sinus rhythm with new left bundle branch block (lbbb) and left axis deviation. 1.5hrs after the implant, patient reported dull, non-radiating chest pain and treated with 1000mg acetaminophen. On (B)(6) 2026, the patient denied pain. The EKG showed lbbb with no left axis deviation. There was increase in troponin was noted. The physician mentioned the increase in troponin was normal after tavr. On week post procedure, the patient reported lightheadedness. The patient was reported recovered and stable

Manufacturer narrative:
An event of heart block and angina was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. The reported angina is likely a cascading effect from the event. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.